Manufacturer narrative:
Lot number: per customer could be either lot h0512 or h0605. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2951238-2022-00348.

Event description:
The customer reports, during an endoscopic retrograde cholangiopancreatography (ercp) for stone removal using an evis exera iii duodenovideoscope and a single use distal cover, upon withdrawal of the scope, the single use distal cover became exposed. The exposed distal cover caused a mucosal abrasion in the gastric fundus that appeared superficial with some oozing of blood. There was no perforation or deep tear identified. The area was treated with 5 endoclips. There were no procedural or anatomical complications that could have caused or contributed to the patient injury. There were no additional consequences to the patient. The patient¿s current condition is reported as excellent, recovered without incident. The physician routinely performs intermittent suction upon withdrawal of the scope from the stomach for the purpose of degassing and removal of liquid/secretions. The distal cover used in the procedure is not available for evaluation as it was discarded by the facility. No images can be provided. The customer states there was no abnormality in the appearance of the scope post-procedure. The distal cover looked like the top plastic connector had snapped sometime during the procedure. Case with patient identifier: (B)(6) reports the scope used in the procedure. Case with patient identifier: (B)(6) reports the single use distal cover used in the procedure.

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h6 and h10. Device history record (DHR) review DHR review was performed for the provided lot numbers "h0512 or h0605" and the manufacturing records since production started. There was no manufacturing problem relating to the reported issue. Another review was performed on the manufacturing process to make sure if there has been any change on 5m which could affect the product. There was no abnormality or deviation that could contribute to the reported issue. In addition, we tested a new distal cover in our stock and verified that it conforms to the product specification. Therefore, it¿s unlikely that the reported issue was caused by manufacturing defect. Replication test has been conducted using a test scope with a distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. Conclusion: the definitive cause of the reported events could not be established. Cause analysis: if suction is activated or the distal end of the scope is pushed against the mucous while removing the scope, gap(space) can develop between forceps elevator and forceps channel, and between forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It could lead to tissue injury, and tissue being embedded in the distal cover.